Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had broken rail and ball bearing was falling. A field service engineer had realigned the ball bearings cage and installed two new slide bumpers on the slide railings for auxiliary fh drawer 7. The field service engineer had also replaced the pyxibus interface cable connecting the main and auxiliary medstations due to a cut/exposed wire. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer railing was broken. Small metal balls were falling out, and although the failing drawer was repaired, it was failed again. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.